Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic decomp filter and oil mist filter were replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service on 04/26/2017. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a haze/mist emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra) and functional analysis. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿ the oil mist filter was returned and tested. The unit exhibited an oil mist, smoke and odor upon testing. The reason for the return of the oil mist filter was confirmed. ¿ the catalytic decomp filter was returned and tested. The catalytic decomp filter passed the test cycle with no issues or failures. The reason for the return of the catalytic decomp filter could not be confirmed. ¿ the vacuum pump oil was not returned. The assignable cause of the haze/mist/vapor issue is the oil mist filter, catalytic decomp filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.